Event description:
Patient called in to report service error code . Patient further reported receiving "connect the plug to monitor" alerts. Patient confirmed no physical damage to the therapy cable. The service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.